Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: there was no evidence of a short battery life observed in the pump histories. The pumps electrical draws were tested and were within specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.